Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon experienced the right master tool manipulator (mtmr) drifting. The technical service engineer (tse) was unable to view the system logs but informed the customer that the issue may be related to the surgeon releasing the mtm while their head was still in the viewer. The procedure outcome was unknown with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
The probable root cause was attributed to the user releasing the hand controls (master tool manipulators) while the surgeon's head was in the viewer.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that there were no further issues with the system. The system was verified and ready to use.